Event description:
Doctor requested to revise a s/p right femur fx that has a intramedullary rod and now has degenerative joint disease to a total hip replacement. Doctor proceeded to remove the rod though a posterior approach using the nail extraction set. Upon removing the rod he proceeded to perform a total hip replacement using the restoration modular implant system.

Manufacturer narrative:
Device is not available for investigation. If further information become aware a supplemental report will be provided. Device will not be returned.

Manufacturer narrative:
Evaluation summary: according to the medical details the greater trochanteric nail was revised due degenerative joint disease / increasing arthritis after an implantation period of more than 1 year. A malfunction or failure of the device was neither reported nor determined on x-rays. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No discrepancies found during risk analysis review. No non-conformity was identified. With available information the event was not caused by a deficiency of the device but rather by the patient¿s degenerative joint disease.

Event description:
Doctor requested to revise a s/p right femur fx that has a intramedullary rod and now has degenerative joint disease to a total hip replacement. Doctor proceeded to remove the rod though a posterior approach using the nail extraction set. Upon removing the rod he proceeded to perform a total hip replacement using the restoration modular implant system.